Event description:
The customer reported to olympus that during a procedure, every time the surgeon pressed on the foot pedal on the electrosurgical unit, an alarm sounded that was hard to ignore. On the display screen, the error message er02 appeared. The procedure was completed successfully with the same set of equipment and no delay. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
This report is being submitted for the alarm sound that occurred when the surgeon pressed on the foot pedal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it's likely the alarm sounded when the er02 occurred. Additionally, it's probable the er02 occurred because the device detected an abnormality of the high frequency voltage monitor. However the alarm sound was not reproduced during the device evaluation, therefore a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.